Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) due to non-sustained tachycardia, increased counts to the sensing integrity counter (sic) and oversensing/noise. The oversensing resulted in four inappropriate shocks to the patient. The lead also exhibited high pacing impedance values and no capture at high outputs. The lead was suspected to have fractured. The lead was programmed off and subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.